Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During impaction of a 50mm trident psl cluster shell, a crack developed in the anterior wall of the acetabulum. The surgeon was unable to achieve stable fixation of the acetabular shell & decided to use a cemented 50mm rimfit cup instead.

Manufacturer narrative:
An event regarding an intraoperative fracture and a size/fit issue involving a trident shell was reported. The event was confirmed following review with a clinical consultant. Method and results: -device evaluation and results: visual inspection: some scratches were observed on the inner surface of the returned shell. These scratches are consistent with explantation damage. Dimensional inspection: the device was found to be dimensionally within specification. -medical records received and evaluation: a review by a clinical consultant noted: when the pp-fracture exactly has occurred during surgery is unclear. The surgeon reported that the anterior acetabular wall was ¿very thin¿ and the bone of ¿very poor quality¿ almost ¿mushy¿. The occurrence of an actual fracture in this anterior wall was not explicitly confirmed in the surgical report of the primary arthroplasty although the complaint intake info does report this. Given the surgical conditions of bone preparation with implantation of the slightly over-sized cup, we may assume this occurred during one the first implantation attempts of the cementless cup. Such cracks are often ¿hairline¿ and thus not easily identified during surgery although the surgeon may ¿feel¿ their presence due to absence of proper interference fit and stability of the device. This may have been at the base of the surgeon¿s decision to abandon the use of a cementless device in preference for a cemented cup.[...] [...] There is no evidence available in the current case to suggest that device related issues or instrument-related problems have played a role, consistent with the type of failure while the discussed adverse mix of patient- and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem during primary arthroplasty of this patient. This case is not device-related. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture of the acetabulum requiring intra-operative revision surgery with conversion of cementless to cemented cup and adequate surgical outcome.

Event description:
During impaction of a 50mm trident psl cluster shell, a crack developed in the anterior wall of the acetabulum. The surgeon was unable to achieve stable fixation of the acetabular shell & decided to use a cemented 50mm rimfit cup instead.